Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaw0097 showed one other similar product complaint(s) from this lot number.

Event description:
As reported by the patient's spouse PICC was placed and the guidewire detached and migrated to the lung. During follow up surgery part of the guidewire was removed, but part still remains in patient. The patient was hospitalized for three months. On 02/24/2017 - additional information received from patient¿s spouse: PICC was placed in (B)(6) 2016. After PICC placement, it was noted that the stylet/wire was difficult to remove. The radiologist read the x-ray for tip placement and reported that there was part of the wire, 2-3 inches in the patient's lung.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Bas was informed that this event is a duplicate report and has already been submitted in MDR number 3006260740-2016-00679.